Event description:
It was reported that the patient presented to the emergency room, following an implantable cardioverter defibrillator (ICD) shock. Review of the stored electrogram (egm) revealed noise oversensing on the right ventricular (rv) lead channel, which led to an inappropriate shock. There appeared to be a period, longer than 2 seconds, of pacing inhibition, during this episode. A local field representative was paged to follow-up and reprogram. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.